Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# va1d3rk, implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: lead.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported that the physician explanted the ins and lead due to an infection at the ins site. It was noted the patient had great success and satisfaction with the system and planned to be implanted again in the future. The issue was resolved at the time of the report. No further complications were reported/anticipated.